Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was heavily stretched and kinked and during functional testing the coil was not able to be advanced through the demonstration introducer sheath. No evidence of the broken coil was detected. Information available indicated that the device was prepared per direction for use (dfu) and confirmed to be in good condition prior to use. It is likely that the kinking and extensive stretching during use made coil suture exposed, and it was perceived as the coil being broken/fractured during the procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
It was reported that during embolization procedure the main coil stretched and separated to the extent that the internal suture became visible between the coil fragments. The stretched coil and separated fragments were safely retrieved from the patient. No clinical consequence to the patient was reported as a result of this event.

Event description:
It was reported that during embolization procedure the main coil stretched and separated to the extent that the internal suture became visible between the coil fragments. The stretched coil and separated fragments were safely retrieved from the patient. No clinical consequence to the patient was reported as a result of this event.